Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 40 mg/dl. The patient was treated with food and juice. The customer stated that the issue was caused by adjusting the settings on their insulin pump. The customer readjusted the settings and did not get anymore low blood glucose. No further information provided.